Event description:
It was reported that caller experienced a malfunction on pump, specifically with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after reset. Customer was instructed to continue using pump and to call back if any issues re-emerged.